Event description:
Boston scientific received information that this patient was now being followed by a new clinic. Upon interrogation the r-waves of this right ventricular (rv) lead had measured below 0.7 mv in both unipolar and bipolar configurations. Impedances were greater than 2500 in both these configurations. Intermittent capture at maximum outputs was achieved in unipolar configuration, but there was no capture in bipolar configuration. It had appeared that these measurements had been this way for over a year.

Manufacturer narrative:
It was reported that there were no plans to revise lead at this time and that the lead programming had been modified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.